Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a segment of cable was torn and fragment fell inside patient. The surgeon retrieved the fragment during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 16-sep-2025, the following additional information was obtained: the instrument was inspected prior to use, and no damage was noted. The issue was noted at the time when the surgeon was grasping the tissue. The surgeon believes that the cause of the instrument breakage was due to rotation of the grasping tissue. The instrument was in use for approximately an hour. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material due to the surgical procedure. The fragment did not fall inside of the patient during an instrument tip or accessory collision. The instrument was removed prior to the instrument breakage and was straightened manually using another instrument. There was resistance just before final removal due to the instrument not rotating or straightening. Upon final removal of the instrument, the instrument had to be manually straightened using another instrument. No resistance was noted. There was no damage to the instrument after the event occurred. The doctor used a different instrument to collect the fragments. All fragments were retrieved, and it was confirmed through with the camera. No additional surgical procedure was required to remove fragments. No x-ray or ultrasound was performed to check for the remaining fragments either. Procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument and the fragment will be returned to isi for further evaluation. There are no photographic images or video recordings available. On 30-sep-2025, intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the grip hub location. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.